Manufacturer narrative:
Labeled for single use or reuse.

Event description:
An optometrist (ecp) reported a pt developed an infectious corneal ulcer while wearing acuvue 2 colours contact lenses (cl). The ecp said the pt purchased the lenses from the (B) (6)market, (B) (6). The pt had an rx for glasses, but had not been fit for cl. The current cl was 3 weeks old. The pt was using a 'no rub' mps. The pt was initially seen for this injury on (B) (6) 2010; the pt wore the cl the previous day. The pt c/o redness os for 1 week with mucus discharge and photophobia. A/c was deep and quiet. Va os with correction (cc) 20/25. The ecp noted a marginal, focal, corneal ulcer os with 1 mm excavation. Treatment: vigamox and cyclo 1% in the office and rx for zymar q15 minutes x 1 hr then q1h while awake; ciloxan ung qhs os x 7 days. On (B) (6) 2010, the pt returned for follow-up, was less photophobic with no c/o discomfort. Va os cc 20/25. The ecp noted corneal ulcer was improving and noted limbal edema in the area of the corneal ulcer and 2+ bulbar injection. Rx: zymar q2h today and qid os until next visit and ciloxan ung qhs. On (B) (6) 2010, pt returned for follow-up with no c/o discomfort. Va os cc 20/20. The pt had a 1 mm subepithelial scar and the infectious aspect of the injury was resolved. Rx: d/c ciloxan ung and taper zymar and return for a full exam. Ecp alerted the state board about cl being sold at flea market. We received 2 sealed blister packs from the multipack in question. The parameters of the lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. One lens had no visual attributes and one lens had an edge chip. There was not enough solution to test for conductivity. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. One of the in-process materials that is completely removed from the finished product by the manufacturing process exceeded the shelf life. The in-process material is used to facilitate printing color on the contact lens. This event was documented and the product impact assessment concluded the product was acceptable for release. The finished goods product specifications were found to be acceptable and within specification. Therefore, there were no manufacturing related events that could directly be attributed to this injury. No additional information is expected. MDR reportable events are reviewed in quarterly management review meetings.